Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii.

Event description:
Patient's representative reported capsular contracture, baker grade ii, diagnosed by palpation. Diagnostic report provided shows "capsule excision sample (left) with fibrous capsule tissue with adjacent skeletal muscles and focal foreign-body giant cell reaction. No evidence of malignancy". The device has been removed by capsulectomy and has been replaced with a non-allergan device. This relates to the left side.